Event description:
An emergency right internal jugular vein transvenous pacemaker was inserted at 5:30 am, secondary to complete heart block. X-ray revealed appropriate pacemaker position. At 1:15 p.m, when pt got out of bed, he suddenly lost consciousness and there was non-capture on the monitor. Pt regained consciousness, as there was ventricular escape with good bp. Hr was 20-30/minute. Dressing from right internal jugular introducer was removed and the top portion (valve) was found to be broken off and that pulled the pacer wire out of position. An emergency transvenous pacemaker was inserted via the right internal jugular vein. X-ray revealed good pacer placement. The pt had a surgically implanted pacemaker at 6:10 p.m. Without complications. The pt was dishcarged the next day.